Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, white residue in air water supply was observed. The repair center indicated that the most likely cause of the white residue in air water supply was due to cause was not established. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Olympus detected this issue with a returned olympus asset during device inspection, and there was no reported customer product complaint or allegation therefore, there is no customer-reported date of event a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.